Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study in which the capsule detach before the procedure ends. Technical support reviewed the study and confirmed early detachment. A repeat procedure was necessary. The customer noted that the patient had no implanted devices. There was no patient and user harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a graph of the study was provided by the customer for analysis. The customer reported they had a study in which the capsule detach before the procedure ends. The reported condition was confirmed. The investigation confirmed the fault reported by the customer, but per the sample received the investigation cannot determine the cause for the early detach reported. The investigation identified the cause of the reported event to be capsule detached early. If information is provided in the future, a supplemental report will be issued.